Event description:
This case is an initial spontaneous report received (B)(6) 2013 from a (B)(6) physician and concerned a (B)(6) female pt. The pt had an unspecified medical history and was not taking an concomitant medications. On (B)(6) 2011, the pt started first treatment with poly-l-lactic acid injection (sculptra asthetic) injected into the cheeks and nasogenian fold for wrinkles. The route, dose, frequency, batch number, expiry date, the techniques of injections and the techniques of dissolution were not reported. On (B)(6) 2011, the pt received second treatment with poly-l-lactic acid injections (sculptra) at bilateral injections in cheeks and nasogenian fold for wrinkles. The route, dose, frequency, batch number, expiry date, the techniques of injections and the techniques of dissolution were not reported. On an unk date, the pt had been also treated with botulinum toxine in frown lines. It was reported that the pt had not received other dermal filler. On an unk date (about one and half year later), after receiving the sessions of sculptra, the pt experienced granulomas at main injection site. On an unspecified date, the corrective treatments of betamethasone (diprosome cream) and then prednisone (cortancyl) were given to pt. It was reported that the efficacy of these treatments was good as they led to a decrease of the granuloma. On an unk date, the treatment with diprosome cream and cortancyl was discontinued. Following the withdrawal of the treatment medications, the event of granuloma became worse. The outcome of the event was reported as not recovered. The causality of the event was not provided. The reported assessed the event of granuloma as serious (administration of a corrective treatment).